Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response. No additional adverse patient effects were reported. This device remains in service.